Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and seroma-late. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported seroma, nipple discharge, capsular contracture, baker grade IV, and "pathology was negative for malignancy." Manufacturer of the device is unknown. Device has been explanted. This record is for the right side.

Event description:
Healthcare professional reported right side seroma, nipple discharge, capsular contracture, baker grade IV, and "pathology was negative for malignancy." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5., d.1., d.2., d.3., d.4., g.1., g.4., h.4., h.6.